Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse reported via phone call that the customer experienced high blood glucose. The customer¿s blood glucose level was 534 mg/dl. The customer mentioned other blood glucose as 526 mg/dl, 500 mg/dl, 300 mg/dl and 450 mg/dl. The customer¿s blood glucose went out of control at 500 mg/dl. The customer treated high blood glucose with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer report did not allege under delivery on insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.